Event description:
The surgeon was performing a unicondylar knee replacement with the robotic arm interactive orthopedic system (rio). Both the primary and backup cutting system motors were found to be inoperable during the procedure. The surgeon determined that the proper course of action was to complete the procedure using standard manual technique with another company's unicondylar knee implant.

Manufacturer narrative:
As part of normal complaint f/u, an investigation was performed at mako surgical with regards to this issue. The investigation for this complaint was completed at mako surgical corp. The root cause analysis showed that the bearings in the cutting system motors ceased resulting in the motors becoming inoperable. After the procedure, both motors were hand cleaned and subsequently found to be functional. This indicates that the proper cleaning technique for the device was not followed which resulted in the failure of the motors.